Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation, but a resolution was provided over the phone. The issue was determined to be caused by error codes a034 and a036 in the device. It was determined that the user was attempting to run a user test immediately after powering on the device. The errors were cleared over the phone and advised the customer on how to use the device.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.